Event description:
Additional information received from the patient indicated that the patient experienced a lag at 90% since implant. Patient services reviewed data and walked the patient through deleting data. The patient was able to connect to the pump without any lag. The patient planned to call back if further assistance was needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid, bupivacaine and clonidine via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated they had been having trouble with their handset for 'forever.' The patient stated their pump did not go more than 90% and it always dropped at 90%. The patient clarified the percentage got to 90% and they would keep holding the communicator to where the pump was and eventually it would give them a bolus, but now it was not. The patient mentioned last night, they restarted the handset a million times and charged it, but last night they didn't know if they were able to give themselves the bolus because it never went past 90%, and it never showed that they were locked out. The patient mentioned they went for it for hours and hours. The patient also mentioned they thought they saw service code 158, but it just showed up for a second. The patient stated they've seen that service code before but they were usually able to operate it. While on the call, the patient was able to connect to their pump and confirmed the handset telemetry percentage went to 90% very quickly, but then the handset screen went off and they had to unlock the handset and go back into the app to get it to come back on. The patient inquired if their 8835 was compatible with their current pump because it was very small, fast, and easy to use. The agent confirmed the 8835 was not compatible with their current pump. The patient sated they preferred their old pump/old personal therapy manager (ptm). The patient also mentioned they gave themselves boluses 10 times a day, and they life went from bolus to bolus, because their baseline pump medication didn't seem to be effective for them. The agent assisted the patient in increasing the screen timeout setting from 15 seconds to 2.5 minutes. The patient would monitor and call back if further assistance was needed. Additional information was received a consumer (con) stated that if the issue was resolved. The patient was recommended to contact their healthcare provider (hcp). Additional information was received a consumer (con) stated that when she tried to bolus, she had to start at the error code then had to wait until the bolus button was there then she hits the lag at 90% again. The patient stated that it took over an hour for her to bolus and she was very upset because she had to bolus ten times a day. The agent reviewed after the patient taps on deliver bolus and the handset lags at the 90%, she can turn off the communicator and put the handset down, she did not have to continue to hold the external devices over the implant and the handset will catch up and will show the lockout screen. The patient stated that her normal lockout was 1 hour. While on the call, the bolus she has been working on for an hour just finally went through and the lockout is for 55 minutes. The patient will call back if she needs further assistance. The agent reviewed a replacement handset could be se nt; however, agent can not anticipate it to resolve the issue. Additional information was received from the patient. It was reported that the patient was answering questions from a patient letter that was sent out. The issue is not resolved and it was still happening. The patient knew a team of engineers was working on it. The patient was not getting service code 158 - it just said 'connecting to pump' and stalls at 90%. There was no error code, then the myptm app was not responding, so the patient tapped wait, then back again to connecting to pump. Then the myptm app was not responding. So they tapped wait again, then it said bolus started, and then the screen goes to 54 minutes (lockout) or something like that. It's a pain to use for pain. Like I'm in pain and the equipment was a "pain in the neck" to use.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID tm90t0 serial# unknown product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.